Manufacturer narrative:
H6: investigation summary: no sample was provided for investigation by the customer. Broken sharps container lids on arriva was not verified as no sample available. A device history record review for model 303209 and lot number 22124006 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Investigation and potential root cause: broken lid on container was not verified. Without sample for proper investigation, we cannot identify the root cause. Possibly the cap was not fitted properly or had a crack already and while in transport the crack widened. Conclusion: toolbox all staff to make sure caps are fitted properly and have no cracks before application h3 other text : see h10.

Event description:
It was reported that prior to use with bd sharps coll 19l yellow the lid was discovered to be broken. The following information was provided by the initial reporter: broken sharps container lids on arrival.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device lot #: 21124006 was reported, however, this is not a lot# manufactured for this product. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd sharps coll 19l yellow the lid was discovered to be broken. The following information was provided by the initial reporter: broken sharps container lids on arrival.